Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 220 mg/dl at the time of the call. The customer used glucose, food, and was given a nasal spray to treat. The customer experienced symptoms such as being unresponsive and memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer had other lows on (B)(6) 2018 of 25 mg/dl to below 40 mg/dl and had to receive emergency medical assistance and hospitalization. The customer had started a new diet. The customer had not been trained on the pump and had only been using it for about a month. The insulin pump will not be returned for analysis.